Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late.

Event description:
Patient reported unknown side seroma. Healthcare professional "took out the seroma with syringe." Aspiration cytology revealed "cyst content ; suggestive of cystic lesion, inflamed." The device remains implanted.

Event description:
Patient reported unknown side seroma, cyst, inflammation, and rupture. The device has been explanted. Patient reported implant "it went loose and fallen apart but not ruptured."

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture.